Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged blank display. Insulin pump received with blank flashing white display and constant beeping. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Insulin pump was cut open to perform visual inspection and found cracked screen glass, bleeding on screen glass and cracked screen controller on pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and cracked end cap. Blank display and constant beeping due to cracked glass, bleeding on glass and cracked controller. Cosmetic damage was confirmed at the back of the battery compartment.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis